Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs and visual examination of complaint sample. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Visual examination of the returned product identified the k-wire was returned with the threaded portion fractured. The device did not have an item and lot number etched on it. The k-wire showed signs of heavy use. Radiographs identified the following: two surgical screws traverse the first tmt joint of the right foot. A metallic fragment of a k-wire is also present and appears to lie within the proximal first metatarsal. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the threaded tip portion of the wire broke off in patients bone. Surgeon was able to retrieve the broken portion from the bone. Attempts have been made and no further information has been provided.